Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump and assisted the customer in resetting it, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction code reappears.